Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.

Event description:
The advocate reported that approximately since a week ago, the customer's blood glucose readings were not being stored in the memory of the contour next link 2.4 meter. There was no allegation of an adverse event. The meter is not expected to be returned for evaluation.

Manufacturer narrative:
The customer did not return the suspected contour next link 2.4 meter. A device history record was reviewed for the contour next link 2.4 (serial # (B)(4)) meter and no manufacturing anomalies were found.